Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and please confirm lot#. What was used to complete the procedure? Was there any patient consequence?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. During the procedure the straps did not secure to tissue. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: because they don¿t have the product anymore they do not have the information of the lot number. They opened another secure strap to complete the procedure, and there was no consequence to the patient.